Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the act button was broken. The customer's blood glucose level was 12.4 mmol/l. The customer reported that she would need to press the act button extra hard to be able to access the bolus menu. The customer reported that the time on the insulin pump advanced. The insulin pump will not be returned for analysis.